Event description:
The customer reported that their acuity central systems floor7 and floor7-ha rebooted at the same time for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.